Event description:
It was reported that during the implant procedure, attempts to get good thresholds in different positions were unsuccessful. During the procedure, the patients blood pressure dropped and an echocardiogram confirmed cardiac tamponade. Pericardiocentesis was performed and the patient was stabilized and transferred to the ICU. The lead was not implanted. Patient condition after the event is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.